Event description:
It was reported that a black watery substance came out of the device during a surgical procedure. No delay, medical intervention, or adverse consequences were reported with this event.

Event description:
No new information.

Manufacturer narrative:
In accordance with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker instruments will no longer report the hazard of leaking on the pi drive plus product lines (product code erl), as this hazard has not caused or contributed to any serious injuries in at least two years. No new mdrs will be generated for this malfunction moving forward. Additionally, supplemental records may be filed for any past reported events that are still pending evaluation or obtain new information. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.